Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Defibrillator impedance was greater than 200 ohms on 2015-07-09. Concomitant medical products: 429888 lead, implanted (B)(6) 2015; dtba1qq ICD, implanted: (B)(6) 2015; 8637-20 neuro pump, implanted (B)(6) 2012; 8596sc neuro accessory, implanted (B)(6) 2012; 8703w catheter, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that an alert was triggered due to high defibrillation impedance on the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.